Event description:
Patient moved during needle placement for spinal anesthesia. Needle removed from spine, approx 4-5 cm of needle remained in pt. Surgical intervention to remove broken needle under fluoroscopy.